Event description:
Impact 754 ventilator was being used on a patient when the technician reported that the device gave a "lot battery" alarm. The ventilator was connected to ac power however, it then became operable and appeared to be unable to charge the device battery. The end user reported that there was no resulting serious injury to the patient. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because intervention using back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the device malfunction.

Manufacturer narrative:
Problem found with device output cable which showed intermittent connection at the tip. The cable appeared to have been modified and/or a repair was attempted by the end user. The output cable was replaced by impact's service department. The device cpu and analog pc boards and the pump head were also replaced. The device showed significant external damage and possibly related fluid ingress due to rough handling.